Event description:
It was reported a patient enrolled in a clinical study underwent right partial knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised to a total knee system on (B)(6) 2014 due to avascular necrosis.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "damage to blood vessels."this report is number 2 of 2 MDR's filed for the same event (reference 1825034-2015-02209 / 02210).